Event description:
Technician found head hi/low drifts down.

Manufacturer narrative:
Technician found old style version manifold leaking fluid, causing drift. The manifold was worn. Technician replaced manifold to resolve.